Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR report #: 1627487-2018-02769. It was reported that the patient received ineffective therapy. As a result, surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-02769 . Follow up revealed that the patient is still using the system and has raised no issues. Reportedly, the issue resolved on its own.